Event description:
The customer reported manual breath not functioning on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and couldn't duplicate the reported issue. O2 (oxygen0 calibration and leak test were performed. Uvt (user verification tests) and ovp (operational verification procedure) were done. The unit is working and meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.